Manufacturer narrative:
No problem found with returned car. No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatability of device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
At initiation of first routine hemodialysis treatment with nxstage system, one patient complained of "having a sugar reaction." Patient self-administered glycogon and then became unresponsive. An amp of d50 was administered, the treatment was ended and blood returned; blood pressure 88/44 and pulse 58. Patient regained consciousness and was transported to emergency room. No additional medical intervention reported. Patient is reported to have had a reaction with another manufacturer's dialyzer during treatments following this event.